Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was reported by the consumer regarding their implanted system which was used to deliver marcaine and morphine. The indication for use was non-malignant pain and chronic low back pain. On (B)(6) 2016 it was reported that the using ultrasound it was determined that the patient's original catheter had become loose or disconnected and had to be reconnected. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.